Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed a difference between the sensor and the blood glucose readings. Customer stated that the sensor was indicating a hypoglycemic episode, however when they checked their blood glucose readings they were normal. Customer stated that the sensor alerted with high of 304 mg/dl when their blood glucose reading was really 400 mg/dl. No further information reported.